Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator the gui (graphical user interface) touch screen failed. The ventilator was not on a patient at the time of the event. Repair has not been completed.